Event description:
The info provided to sjm indicated the valve was explanted due to adherence on one of the cusps which lead to central leakage. A 19 mm mechanical valve from another manufacturer was implanted.